Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient underwent recurrent incisional hernia repair surgery and revision surgery on (B)(6) 2019 during which the surgeon noted ¿the previously placed mesh was found eroded into the small bowel. After the hernia sac was excised, he found a piece of the previously placed mesh protruding through the hernia defect and densely adherent to the loop of the small bowel. He carefully dissected the mesh-free from the loop in the small bowel. He continued to clear the mesh that was stuck to the small bowel mesentery and the remaining loops of the small bowel were removed. It was reported that the patient experienced severe pain, bowel obstructions, mesh erosion, nausea, bulging, inflammation, stress, and anxiety. No additional information was provided.